Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with tethered leaflets. Two mitraclips were inserted and deployed on the mitral valve, reducing mr to a grade of 1-2.on (B)(6) 2026, and echocardiogram was performed and revealed that the second clip, a mitraclip (B)(6) detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr did not increase, as it was still mild. The patient was reported to be feeling well.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6), 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with tethered leaflets. Two mitraclips were inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6), 2026, and echocardiogram was performed and revealed that the second clip, a mitraclip xtw (51217r1105) detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr did not increase, as it was still mild. The patient was reported to be feeling well.